Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent remains in pt at unintended site. Device issue: failure to advance. It was reported via a trial that after pre-dilatation, the 3.5 x 18 mm xience v stent delivery system (sds) could only be advanced partially into the target lesion site and the stent implant was deployed to avoid the stent from dislodging from the balloon. Another stent was required to cover the remaining portion of the lesion. A portion of the stent was deployed in an unintended site. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds, and accessory device support. Reportedly, the target lesion was very tortuous and calcified, which likely contributed to the reported failure to advance. The nonresorbable materials unretrieved in the body is a result of deploying the stent at an unintended site. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot and all on-line inspections and testing met manufacturing criteria.